Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a break in the cord. It was also reported that it was not water tight. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h11 the customer's allegation was confirmed. The device has damaged cord integrity due to a cut on the cable found during inspection. The device evaluation also found: rust and dust was found on the charged coupled device lens. The most probable cause of the complaint was traced to component failure. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a break in the cord. It was also reported that it was not water tight. The issue occurred during reprocessing. There were no reports of patient involvement.